Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. Customer reported an elevated blood glucose level of 410 (mg/dl) and delivered a correction bolus to stabilize bg level. The customer changed out the cartridge and was able to complete the load process.